Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The system was removed. Patient was doing well during and post procedure.

Manufacturer narrative:
(B)(4).